Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy as well as using manual injections as needed until the replacement pump arrived.